Manufacturer narrative:
A ge rep evaluated the system and confirmed the reported problem, but has not reported any further action. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the input dose on high level fluoroscopy (hlf) using the mag 2 i.I. Field and in pulsed mode of 8 pulses/sec is exceeding the 120 ugy/min allowed. No pt injury was reported.